Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported a loss of therapy resulting from a previous fall in the shower. Troubleshooting revealed an auto-reduction in programs. Reportedly, reprogramming recaptured comfortable stimulation. However, high impedance was noted on multiple lead contacts. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the cervical lead was explanted and replaced with a new model placed at the same position. Furthermore, the physician discovered the previous lead was fractured. The ipg was electively replaced with an updated model during the same procedure. The issue is resolved.